Event description:
On 12/26/78 an ipp device was implanted. On 1/28/80 the left cylinder was revised. On 4/26/85 and 2/6/87 the cylinders were revised. On 3/26/97 the entire device was removed from the patient and replaced due to fluid loss.